Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between september 30, 2014 to october 3, 2014. The device was received and evaluated. Visual inspection was performed and revealed white particles approximately 0.56mm and 1.30mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particles to be of acrylic material. The reported issue was verified through evaluation. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the reservoir of a small volume intermate. There was no patient involvement. No additional information is available. This is report one of two.